Event description:
Facility reported to richard wolf medical instruments (rwmic) that at end of the procedure when they removed the device from patient, burr was missing. X-ray machine in room during procedure, burr was found and removed fully intact. There was a delay in procedure to remove burr that may have placed patient at risk, but no injury to patient or staff as a result of the delay. Procedure viewed as complete and no further surgeries required. No complication reported by patient. Actual device returned to rwmic and is scheduled to be sent to the manufacturing facility (rwgmbh) on (B)(4) 2014. Device purchased used on (B)(6) 2013, no record of any repairs or maintenance on file since purchase.